Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings:. No activity related to complaint observed in black box or download history no damage found to battery compartment or cap. No overheating duplicated during testing. Pump electrical current draws found within specification. Pump opened no damage or evidence of internal moisture found. Display is dim with a red hue.